Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have gotten an MRI and did not remove insulin pump. Customer's blood glucose was 226 mg/dl. Customer reported to have received motor position encoder error alarm when attempting to rewind insulin pump. Customer was advised that insulin pump would need to be replaced.